Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose level was 537 mg/dl at the time of incident. The customer was treated with insulin pump for high blood glucose. Customer did not report any symptoms related to high blood glucose. Customer states that tubing detached from quick release infusion set. The customer declined troubleshooting for high blood glucose. The device will not be returned for analysis.